Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As the necessary information was not provided, the root cause of the thrombus was not determined. D6a, d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported a 53-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was on impella cp support when a left ventricle thrombus formation occurred. The impella was replaced. The physician believed the thrombus may have been due to the withdrawing of heparin for patient management, causal relationship to impella is not known.